Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed evidence of a call service 128 post delivery motor power supply fault.. The pump powered up with the returned battery cap to a dim discolored display. The battery cap was unable to fully tighten. The battery compartment was cracked in the thread area and below the grip pad. Evidence of moisture contamination was found inside the battery compartment and on the underside of the battery cap. The current draw values were within specifications. The leak test showed a leak at the battery compartment crack. The pump case was removed to find evidence of moisture contamination inside the pump on multiple printed circuit board components. A call service 128 alarm issue was not duplicated during investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged the battery compartment was cracked and there was moisture in it. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.